Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, fluid was noted left in the bag at the end of the infusion. No patient consequences were reported. No adverse effects were reported.